Event description:
The patient reported seeing bubbles on the inside of the infusion device chamber. She stated, she has some bubbles in the cartridge that has about 3/4 of the insulin remaining. The patient was instructed to remove the adapter, cartridge and tubing from the infusion device. She was instructed to check the infusion device adapter information. The patient had adapters that expired in 2006, but did have a box that had not yet expired. Patient was advised to discard the expired adapters. She was instructed to dry out the inside of the infusion devise chamber and to insert a new cartridge and a new adapter. Troubleshooting revealed no further issues with the infusion device. Upon follow-up, the patient stated, the infusion device is "fine." The patient did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation